Event description:
A pharmacist called on behalf of the customer. The pharmacist alleged that the customer performed control tests using his new contour meter and received a result of 29 mg/dl. The normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The customer had been using the sample strips that came with the meter and did not have any left. The customer insisted the meter be replaced. A new meter kit was sent to the customer. The customer's meter will be returned for evaluation.